Manufacturer narrative:
Investigation results: an investigation of this device could not be performed, as the involved product was disposed of by the facility. A two year review of history for this blade found no other reports for this failure mode.

Event description:
The surgeon reported that during use of this shaver blade to perform an arthoscopic medial meniscectomy, he observed what he described as "sludge" (metal shavings and grease) in the anteromedial aspect of the knee. This occurred before any opportunity to twist, bend or do anything untoward and mechanical to the shaver blade. It was reported that all metal shavings were removed by suction; however, the surgeon indicated that he had to use the shaver longer and take away more of the meniscus than intended in order to remove the "sludge".